Event description:
On (B)(6): customer reports via e-mail that a patient was injected with 100 ml of air during a procedure. When the injector was being prepared, the personnel noticed the contrast media side syringe was being filled with mostly air. They were using a handifil to fill the syringe. The handifil was found to be too loose for the end that attaches to the syringe causing the air to be drawn in the syringe. The patient had been dismissed by the time incident was noticed. The patient was later contacted and did not suffer any effects due to the air injection.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.